Event description:
Case report published in retinal cases and brief reports, citation: francis et al., central retinal artery occlusion with cilioretinal artery sparing after laser-assisted in situ keratomileusis. Retin cases brief rep 2018 aug 10. Doi: 10. 1097/icb.0000000000000809. A (B)(6) y/o woman suffered central retinal artery occlusion with vision loss within 48 hours of uneventful lasik surgery. (I am reporting this to the FDA because the physician likely did not. They almost never do.)